Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a hardware low level failure arm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer was assisted in performing a self-test that resulting in the pump receiving a second hardware low level failure alarm. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and device failed anomaly due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify error 63 alarm due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.